Manufacturer narrative:
More information regarding the complaint has been requested but it has not been provided. No device logs, nor replaced parts are available for investigation. The user facility has not requested service on the ventilator, they will perform their own repair. Current ventilator status is not known. Since no information regarding troubleshooting or repair has been provided it is not possible to determine the root cause of the reported leakage. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the air gas module was leaking after replacement by the user facility. There was no patient involvement. Manufacturer ref. #: (B)(4). Importer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported leakage was reproduced during the test of the returned air gas module in a reference ventilator. There was a crack in a tube inside the air gas module that caused a major leak. The leaking air gas module was noted during a replacement procedure at the hospital, leakage will be detected during pre-use check. The flow and pressure will deviate from the expected. Alarms will be activated if the failure occurs during ventilation. No device logs have been received. Why the crack appeared in the tube, could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).